Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, it states that the edwards sapien 3 valve is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native valve with an annuloplasty ring. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for valve migration and paravalvular leak (pvl) were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the events. A review of IFU/training materials revealed no deficiencies. It should be noted that this case was an off-label operation because the transcatheter heart valve (thv) was implanted in the native mitral position with mitral annulus calcification (mac). The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve and native mitral valve with an annuloplasty ring replacement only. As reported, "approximately two days post implant of a 29mm sapien 3 valve in the mitral annulus calcification (mac) via the transfemoral approach, it was noted that the valve had migrated from the mac toward the atrium. This resulted in severe paravalvular leak (pvl)." Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. In this case, the thv was implanted in the native mitral valve (with mac), which is non-circular in shape. As the contact between the thv and the annulus is irregular, anchoring of the thv to such landing zones would be inadequate. In combination with the forces acting on the valve, inadequate anchoring of the valve to the landing zone could lead to valve migration. As such, available information suggests procedural factors (off-label operation) may have contributed to the reported event. In regard to the pvl, in this case, the valve migrated too atrial, and this factor could have compromised the seal provided by the pvl skirt between the valve and target site leading to pvl. As such, available information suggests procedural factors (thv migrated) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field specialist, approximately two days post implant of a 29mm sapien 3 valve in the mitral annulus calcification (mac) via the transfemoral approach, it was noted that the valve had migrated from the mac toward the atrium. This resulted in severe paravalvular leak (pvl). A second valve was placed partially inside the migrated valve and deployed more ventricular to resolve the event.